Manufacturer narrative:
Updated material [303018] and lot number [2259569]. (B)(4) follow up a report was received indicating that the needle had separated from the hub, resulting in leakage. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided for review by the quality team. The image depicts a syringe with a blue-colored needle hub; the needle is detached from the hub and bent at both ends. No additional information could be obtained from the photograph. A review of the device history record was completed for material number 303018, lot 2259569. The assessment did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the provided photograph, the reported issue has been confirmed. However, due to the absence of a physical sample, a definitive root cause could not be determined.

Event description:
The correct product number is 303018.  The correct lot number is 2259569.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: "the needle separated from the hub and when the doctor went to push the meds, it leaked at the hub site. They were in soft tissue, not a bone, so the needle did not hit anything solid to cause this.¿ additional information: can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2025 how was treatment completed for customer? They got another needle. What was the medication/fluid in use at the time of the event? Lidocaine epinephrine any adverse event or serious injury reported to patient or healthcare professional? No. If yes, please provide the details. N/a was there a delay of, or change in, the course of treatment due to the event? No.